Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The main batteries were replaced to correct the reported condition. Additional information: similar reports have been received. Additional investigation is being conducted through (B)(4). A follow-up report will be filed if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a damaged battery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, the root cause was assigned to use/user error.